Event description:
It was reported that the patient was deceased and it was unknown if there were performance issues with the implantable cardioverter defibrillator (ICD) system. The patient's spouse suspected a performance issue and requested device analysis. No additional information was provided.

Manufacturer narrative:
The date of death is unknown. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5568-53, lead, implanted: (B)(6) 1999. (B)(4).

Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned. Visual analysis was performed and no anomalies were found. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.